Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin powered up properly after battery installation. The operating currents are within specification. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons responded intermittently. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.